Event description:
The pt was revised because of osteolysis and wear of the liner.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. It is not unreasonable to expect some degree of poly-wear after nearly eight years in-situ. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.